Event description:
As reported by the user facility: brief inquiry description: unresolvable ail bubble alarm. Detailed inquiry description: unresolvable ail alarm. Pump serial # (B)(6) patient came from ICU so the tubing set lot number was unknown. Baxter IV bag #2b1314. We opened up the pump door and there were no visible bubbles in the pump segment. I looked at the IV spike and noticed that it was only pushed into the 2nd section of the baxter IV bag spike port. I had the nurse push the IV spike further in so the tip of the spike was fully in the 3rd section of the IV port. Then we re-primed the line and tapped the distal end of the tubing I noticed no bubbles coming out of the pump segment. I looked further down the line and noticed that a 1 cm bubble was accumulated about 10 inches downstream from the pump. Again, this leads me to believe that there must have been hundreds of micro bubbles inside the pump segment that were not visible to the naked eye. This is the only thing that would explain the alarm and the accumulation of the 1 cm bubble down stream of the pump once the IV spike was properly pushed into the fluid chamber of the IV bag. Once re removed the bubble from the lower y site, we continued the infusion with no further interruptions. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number was provided for evaluation; however, b. Braun has initiated a voluntary medical device correction 2523676-9/26/23-004-c for multiple batches of infusomat® pump sets manufactured between 01 january 2022 - 17 august 2023. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.